Event description:
During the implant procedure, the patient's dura was punctured. The patient was treated with a blood patch.

Manufacturer narrative:
The patient is reportedly doing well and receiving therapy from the system. This is the final report.